Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer stated after a c-section the a baby was born dead/stillborn and the customer states that the m2703a avalon fm30 fetal monitor s/n: (B)(4) did pick up a fetal heart rate.